Manufacturer narrative:
The impella device was received from the customer on 21-aug-2023. Product was returned and investigated. A kink in the cannula was observed. Per the clinical information provided, the root cause of the positioning issue was use related as when the repo sheath was advanced the pump came out of position causing the cannula to kink as a result. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 34-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant from taiwan reported the impella pump kinked during implantation. Repositioning was not possible. Pump was removed and a new one inserted, without problems.